Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was not working. Customer went canoeing and she got dunked and the device got wet. Customer's blood glucose was 108 mg/dl. Troubleshooting was performed. Customer reported the device was exposed to fluids in the past with no moisture visible in the device. Customer disconnected from the quick release. No alarm noted on the device. Buttons were no longer responding. Troubleshooting for the buttons was done. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.